Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer failed to turn the arm to straight, the plastic part of the arm was broken out and the cover was ruined, tried many times to re-equip but it was not work, so it should be changed to new drape regarding the instrument arm drape accessory.